Event description:
I have sleep apnea and am prescribed by my sleep doctor to use a CPAP (continuous positive airway pressure) machine. My phillips dream station 2 CPAP machine is defecting. I had a meeting with my sleep doctor and told her about it and she mentioned that this is a potential manufacture's defect with the heating plate.